Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient's daughter reported that her mother's infusion device is delivering too low an amount of insulin. On (B)(6) 2017, the patient's blood glucose level was in the 400's mg/dl and it did not go down after bolusing. The patient turned her infusion device off and corrected the elevated level via insulin injection. The patient has continued to have elevated blood glucose levels when using the infusion device. The patient switched to her backup infusion device and her blood glucose levels returned to normal. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.